Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen tip could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the tip of ultrasonic probe falls off. The malfunction was found while prepping for an unidentified diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of the probe falling off was not confirmed. The probe was stretched in multiple places. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.